Manufacturer narrative:
The pump was received with a cracked case near the corner of the belt clip rails on the battery compartment and cracked battery tube threads. Pump also received with and a blank display due to a corroded battery tube and moisture damage found on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged. Customer blood glucose level was unknown. Customer also stated that the battery compartment was cracked and insulin pump screen was blank. The device will be returned for analysis.